Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut down. The unit was switched out for another unit. The patient expired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse was able to confirm the issue. The fse discovered that the batteries were totally dead and not charging. The fse replaced the bad batteries and the new batteries charged to 100%. The fse performed a complete system checkout and found no other issues. The unit was returned to the biomed and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).